Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4) applies to lead (lot# unknown) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a (B)(6) trial patient regarding an external neurostimulator (ens). Per the sales rep instruction, the patient has a foley in and no volume was collected. They are also feeling a little discomfort on their incision site. No device issue and no further patient complications have been reported as a result of this event.